Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an out of range pacing impedance that resulted in a switch from bipolar to unipolar mode. A request was made of boston scientific technical services (ts) to review the system. Ts reviewed data from the device and noted that the right ventricular (rv) lead was programmed to unipolar but no out of range impedance measurements were observed. A few noise episodes were stored due to the unipolar sensing and ts provided trouble shooting recommendations. The troubleshooting was performed and the system was reprogrammed. Ts reviewed the new programming and confirmed it was appropriate. One episode of electromagnetic interference (emi) noise was also noted and communicated. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.